Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that on two occasions, the device was pacing at forty beats per minute, a rate lower than programmed and that there was possible oversensing on the right ventricular (rv) lead. The rv lead sensitivity was decreased and remains in use. It was noted that the physician thought the drop in heart rate could be related to medications the patient was taking. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.